Event description:
It was reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the wall adapter into a functioning outlet and wait for at least 30 minutes to see if the pump would begin charging, and the customer said she would follow up if the issue persisted.